Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported following multiple cataract surgeries with intraocular lens (iol) implantations, three patients developed endophthalmitis. Additional information has been requested. There are three medical device reports associated with these events. This report is for the second patient.